Manufacturer narrative:
Concomitant medical products: lnq11, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead had high threshold in the bipolar pacing configuration and was unable to capture in unipolar. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.